Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir cap is cracked. The customer's blood glucose level was unknown at the time of incident. Customer stated that the reservoir does not stay locked in place. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked battery tube thread noted. Insulin pump passed displacement test.